Manufacturer narrative:
(B)(4). The customer reported the device failed to charge. There was no reported pt involvement. The philips field svc engineer evaluated the device and found the power pca failed. The power pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the power pca where the device failed to charge.

Event description:
The customer reported the device failed to charge. There was no reported pt involvement.